Event description:
Information was received by the distributor (B)(6) 2015 from a hospital's device tracking report form that this patient had died (B)(6) 2011. The cause of death was not reported. Although not confirmed, the placement of the epicardial leads may have occurred at the time of a non-product related surgical procedure (valve repair). This is the same event as reported in MDR 2183787-2015-00100.